Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6)ubd: 14-sep-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (10 mg/ml at 1 mg/day) via an implanted pump for an unknown indication for use. It was reported that there was an unsuccessful catheter access port (cap) aspiration and the patient requested a revision. Environmental/external factors that may have caused or contributed to the issue was that the patient had recently fallen. After an unsuccessful catheter revision, the catheter was replaced. The issue was resolved at the time of this report. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the inability to aspirate the catheter was undetermined. The hcp attempted to cut the catheter in the pump pocket and then decided to tie off the old catheter and place a new one.